Event description:
It was reported that the patient experienced tape not sticking event on (b)(6) 2026. The product did not adhere due to heat.

Manufacturer narrative:
E1:Patient City: (b)(6)Patient Country: SpainZip Code:28015.Name Medtronic MinimedStreet 18000 Devonshire Street City Northridge State CA Zip Code91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.